Event description:
It was reported the device was replaced due to a long charge time (greater than 18 seconds) and a power-on-reset. The device was explanted and replaced. No patient complications have been reported as a result of this event. Power-on-reset parameters were reported, including "critical ram parity" error, and the microprocessor was master of the bus. (B) (4) 2010, (B) (4): it was further reported that there was long charge time greater than 18 seconds. It was also reported that the lead was not used due to coil stretch. The device was explanted and replaced. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device shows the device recorded a power on reset on (B) (4) 2009. The recorded charge time was 18.96 seconds on (B) (4) 2010. There are also patient alerts for excessive charge time recorded in (B) (4) and (B) (4) 2009. Evaluation summary: (B) (4) defib conductor distorted.